Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's scs leads were explanted and replaced. Additionally, the patients ipg was sutured in place. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2024-02242, 3006705815-2024-02243. It was reported that the patient's scs leads were confirmed to have migrated out of the epidural space. The patient also noted their ipg was flipping in the pocket. Surgical intervention may take place at a later date to address the issue.